Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the light-colored ceramic layer on the synchroseal instrument suddenly came off during sealing. The instrument was not used any further. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress. Intuitive surgical, inc. (Isi) requested that the synchroseal device be returned for failure analysis, but the product has not yet been received.

Manufacturer narrative:
The synchroseal instrument was further analyzed by intuitive surgical, inc. (Isi) failure analysis engineering (fae). Initial failure analysis was confirmed. The cut electrode was found to be dislodged from the jaw. A review of the logs shows that the instrument was used for 1 hour 22 minutes. E100 logs show four transect events with cut electrodes shorted error. This is normally attributed to damage during use, when the jaws were accidentally touched by another metallic component, leading to a short that leads to an increased temperature affecting the heat staked plastic (that holds the electrode and the jaw together), eventually leading to the electrode getting dislodged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and failure analysis (fa) was able to replicate/confirm the customer reported complaint. The instrument was found to have a dislodged cut electrode. The white portion of the cut electrode detached from the grip tip. A review of the logs showed no errors. The complaint regarding the ceramic layer came off was confirmed by fa. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have thermal damage to the cut electrode.